Event description:
At change of shift, I was made aware by primary nurse that the impella stopped running. I attempted to restart the impella with perfusion, and the impella rep at the bedside. After troubleshooting, the impella was not able to be restarted successfully. Patient received mtp (massive transfusion protocol) overnight with multiple blood products and was hemodynamically stable at this time. Decision was made to take the patient to the or (operating room) for impella replacement. Impella was replaced, no clots found on previous device or in graft. Replacement working as expected.